Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) low alert repeated every five minutes. Review of the alert settings verified that the alert was set on "never" and should not repeat. Additionally, the customer declined to provide information regarding the low bg value, and declined to perform troubleshooting. Multiple attempts were made by tandem technical support to obtain the pump data logs; however, the customer declined.